Event description:
Updated event description: it was reported that the patient underwent a revision on (B)(6) 2020, from a lateral entry nail to a femoral recon nail, due to nonunion of the femur wherein the distal interlock screw broke and partially retained. Devices were explanted and a new nail inserted. The previous surgeries were to place the original nail, and then to bone graft to try and get the nonunion to heal. It did not, therefore, they removed old nail and placed a new one. The fragment was retained because it was too difficult to remove. The surgeon opted to leave it in. There was a delay of about 10 minutes while the surgeons decided what to do about the retained screw fragment. Procedure outcomes and patient status are unknown. Concomitant device reported: 13mm ti lateral entry femoral recon nail-ex/420mm/rt-sterile (part# 04.003.664; lot# 5710583; quantity: 1), unk - 6.5mm recon screw (part# unknown; lot# unknown; quantity: 2). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: investigation summary: the implant(s) was not returned and instead the investigation will be done based on the supplied x-ray image(s). The image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show a distal broken screw or any broken screws. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary the implant(s) was not returned and instead the investigation will be done based on the supplied x-ray image(s) from the attachments ¿(B)(4) intake email from sales consultant with photo (B)(6) 2020¿ located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show a distal broken screw or any broken screws. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision on (B)(6) 2020, from a lateral entry nail to a femoral recon nail, due to nonunion of the femur wherein the distal interlock screw broke. A new nail was inserted. The procedure outcome and patient status are unknown. Concomitant device reported: 13 mm ti lateral entry femoral recon nail-ex/420 mm/rt-sterile (part# 04.003.664; lot# 5710583; quantity: 1). Unk: 6.5 mm recon screw (part# unknown; lot# unknown; quantity: 2). This report is for one (1) unk, screws: locking. This is report 1 of 1 for (B)(4).